Event description:
It was reported patient underwent a tibial fracture procedure utilizing an intramedullary canal reamer on (B)(6) 2012. While the surgeon was reaming, the reamer and drill bit became stuck in the bone and resulted in the need to cut the tip from the ball tip guide wire. All of which were retained in the patient's bone and resulted in a delay over thirty minutes. Approximately two days later the fractured pieces were removed from the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. (B)(6). This report is number 1 of 3 mdrs filed for this event (reference 1825034-2012-02476, 02493 / 02494).